Event description:
Dexcom was made aware on 02/20/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced skin reactions with two consecutive sensors which occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient developed a quarter size lump at the left (B)(4) and right abdomen insertion sites. The patient had redness only at the right abdomen insertion site. On (B)(6) 2025, the patient consulted a physician and had an ultrasound of the reaction sites which showed ¿fatty lumps¿. The physician informed the patient they cannot identify the caused of the lumps, but the patient was prescribed a course of oral antibiotic medication (cephalexin 500 mg, three times per day). At the time of the (B)(6) 2025, follow up report the patient was still taking the antibiotic medication, and the lumps still has not subsided no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - nodule.

Manufacturer narrative:
(B)(4). B3 date of event- correction. B5 describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 02/20/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On 01/30/2025, it was reported that the patient experienced skin reactions with two consecutive sensors which occurred on an unspecified number of days after the sensor had been inserted in the abdomen. The patient developed a quarter size lump at the left ((B)(4)) and right abdomen insertion sites. The patient had redness only at the right abdomen insertion site. On (B)(6) 2025, the patient consulted a physician and had an ultrasound of the reaction sites which showed ¿fatty lumps¿. The physician informed the patient they cannot identify the caused of the lumps, but the patient was prescribed a course of oral antibiotic medication (cephalexin 500 mg, three times per day). At the time of the 03/03/2025, follow up report the patient was still taking the antibiotic medication, and the lumps still has not subsided no additional event or patient information is available.